Event description:
An integra excel 36khz curved extended precision tip was involved in an incident during removal of a large dense meningioma. It was reported that the hand piece became very hot during the procedure. Although another hand piece was used with the same tip, it too became so hot that cotton had to be wrapped around the hand piece so the surgeon could hold it. There was a 10-15 minute delay while the second hand piece was set up. The patient's age and date of event are unk.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.